Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred.the 90% stenosed lesion was located in the moderately tortuous right cubital shunt. The 6.0 x 40/80 (4f) sterling otw balloon catheter was dilated to 14atms for 60 seconds on 1st inflation. The device was "moved a little" and inflated a 2nd time and ruptured at 10atms. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device returned to MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).